Event description:
It was reported to boston scientific corp on (B) (6)2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during a dilatation procedure performed on (B) (6)2009. According to the complainant, the device became stuck while inserting it into the scope. The scope was removed with the device. The device was then managed to be removed from the scope. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) - other (stuck in scope). The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).